Manufacturer narrative:
Evaluated one opened/used enlite sensor was inspected and performed the sensor initialization test. Connected the sensor to the transmitter and placed it in 100 solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Blood glucose reading 40mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional information was provided